Manufacturer narrative:
Investigation conclusion: the customers stated issued of low breath rates while hooked up to a patient was observed in the event log but not replicated during testing of the returned device. The etco2 error logs showed no errors or malfunctions recorded on the customer¿s incident date of (B)(6) 2020. Initial programming was not available because of continued use, however the etco2 event logs started on (B)(6) 2020 at 12:26:57 am. From 12:26:57 am to 10:54:05 am the log recorded (94) low respiration rate alarms, (36) no breath alarms, and (35) low etc02 alarms. At 10:55:56 am the module was power on and the user modified the parameters and from 10:55:08 am to 11:41:43 am the logs recorded (17) low respiration rate alarms, (9) no breath alarms, and (12) etc02 alarms. Functional testing consisting of breath detection testing and preventive maintenance performed on the source etc02 found the device operating within specification. The customer performed calibration/preventive maintenance program found the device functioned correctly. Device inspection: the etc02 module was received with instrument seal broken. The right (male) iui was observed with damaged isolation ribs. The left (female) iui was observed with dry fluid residue. Internal inspection observed no anomalies with any of the components and was observed free of signs of fluid ingress. Root cause analysis: the root cause of the customer¿s complaint of patient breath reading low was confirmed in the event log but not replicated during testing. The returned device was found to pass functional testing and asm pm testing. Device history review: review of the source device service history record showed the device had a manufacture date of 11apr2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 26oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from 3 south that an accuracy - low (volume, temp, pressure) issue occurred. Patient breath rate kept reading low when hooked up to patient circuit. Device functioned correctly when hooked up to computer program and calibration/preventive maintenance program were performed. There were no adverse effects caused to the patient in the event.